Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event one day after onset. The same day the patient was treated with gentamicin 20 mg per 2 liters (route, frequency and duration not reported) and reflin 1 gm per 2 liters (route, frequency and duration not reported). Dianeal therapy was ongoing. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.